Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the force bipolar instrument initially appeared undamaged and functioned normally. However, while being used on tissue, the jaws of the instrument broke and a fragment fell inside the patient. The fragment was successfully retrieved during the same procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The force bipolar instrument was received for failure analysis evaluation. The instrument was found to have a broken molded insulator on the jaw. The broken piece measured approximately 4.81mm x 18.82mm in size, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does appear to be bent. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.